Event description:
The device was used during an unspecified procedure. Reportedly, the staples did not form properly. The surgeon manually sutured to complete the procedure. The hosp has reported no pt injury occurred.

Manufacturer narrative:
The device was returned to us fully fired preventing a thorough functional eval.